Event description:
It was reported that prior to an unknown procedure, the clip did not load the second and third clip within the new jaw. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Jaws. The er320 device was returned for analysis with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be yielded. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were dropped due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.